Event description:
Auto immune; I have breast implants and still have them. I have every single common symptom that the FDA has said can happen. These have taken the life out of me. The biggest are no energy, anxiety, and extreme inflammation everywhere. I have more symptoms than what's listed but it's getting to the point where I will have to come out of pocket to get them out. I'm in pain. I have to quit my job because I cannot function. These things should be illegal. FDA safety report ID # (B)(4).